Event description:
It was reported that the special testing cable of the alpha omega system, may have caused damage to the lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).